Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed due to a faulty cable with damaged, worn out, and deeply scratched pins. Additional evaluations are as follows: the rubber part came off on the rear cover packing, there was a knit/knob on the cable, the connector pin was deformed, and the label on the rear cover was faded.

Event description:
The customer reported to olympus, that when the 4k autoclavable camera head was plugged in the processor there was no image on the screen. The issue was found during preparation of use for a diagnostic procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause couldn't be identified. However, the probable cause is that an image was not displayed because communication failure occurred due to faulty cable. The event can be detected/prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.